Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. During the call, the loss of connection resolved itself. Dexcom representative advised patient to disable and re-enable bluetooth, turning off other applications, and resetting smart device. No additional patient or event information is available.